Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon deflation issue, removal difficulty, and balloon rupture occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A subtotal target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment. Following stent deployment, the stent balloon would not deflate completely, and the delivery system could not be withdrawn from the patient. The physician attempted to reinflate and deflate; however, the balloon burst during the process, and the system still remained in place. A guidezilla ii guide extension catheter was advanced over the delivery system to encapsulate the ruptured balloon and allow for simultaneous extraction. The procedure was completed using the original device. No patient complications were reported.